Event description:
It was reported to gore that the gore® acuseal vascular graft delaminated post procedure. Reportedly, dr. (B)(6) stated that the acuseal delaminated and her could visualize it on ultrasound. It was reported that the physician determined the graft and access were compromised, so the patient was taken to surgery and revised the graft with another piece of acuseal. Reportedly the patient is ok.

Manufacturer narrative:
Pending imaging evaluation-results will be provided in follow-up report. A review of the manufacturing records revealed that the lot met all pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient received treatment in the upper arm for dialysis access with the gore® acuseal vascular graft. On (B)(6) 2022, it was observed by the physician, through ultrasound imaging that the gore® acuseal vascular graft had delamination. The physician states that the graft and access were compromised. The patient received a reintervention to revise the graft with another gore® acuseal vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
Analysis of the production records showed that the lot met all pre-release specifications. Due to no device return, an engineering investigation could not be performed. Imaging evaluation could not be performed.